Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 11-dec-2025: the damage was found during inspection in sterile processing. Isi did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have various scratches on the main cosmetic damage. The scratches measured approximately 5.27mm in length and are not axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis, scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had deep scratches on the insulation. No fragment fell into the patient. The procedure was completed with no reported injury.